Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use nicked / gouged / worn and has fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to the 5+ years of use in the field and the normal wear that occurs during this. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke while the surgeon was impacting the femoral component. There was no consequences or impact to the patient.